Manufacturer narrative:
An evaluation of the 4225 lasik irrigator device has determined that a manufacturing residue may have contributed to the inflammation experienced by the user facility. Oasis medical has implemented corrective actions to the manufacturing cleaning process.

Event description:
Customer claims: post operative inflammation noticed day 1. Patients had blurry vision post operation. Epi clean done and special drops used for treating inflammation. The inflammation was controlled and unimpacted the patients. Dr. (B)(6) has stopped using the cannulas and has not seen inflammation.